Manufacturer narrative:
Received one (1) used 142480489 primary plumset on 9-nov-2023 for inspection. The tubing was separated from the secure lock male adaptor. Examination of the bond showed the tubing remained bonded inside of the port and the tubing was torn apart. The tubing was thinner at the separation, typical of a pulling force. The reported complaint can be confirmed. The probable cause is due to an unintentional pulling force during use. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint.

Event description:
The incident involved a primary plumset, pe lined tubing, 107 inch on an unspecified date. It was reported that the tubing connection came apart. The tubing was infusing with saline connected to diluadid patient controlled analgesia (pca). The tubing separation/disconnection occurred at least an hour into infusion. There was no blood loss or bleed back. All tubing was replaced. The set-up was with pe lined tubing y connected to pca tubing into a peripheral IV. There was patient involved but no patient harm reported.

Manufacturer narrative:
The device has been requested to be returned for evaluation; however, it has not yet been received. E1: (B)(6).